Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including percutaneous lead, on (B)(6) 2011. It was reported that the patient was unable to increase stimulation. Diagnostic tests exhibited a high impedance reading on one lead contact. The patient was allegedly reprogrammed around this contact and consequently reported effective stimulation. No further patient complications were reported.